Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in china reported via a fisher & paykel (f&p) healthcare field representative, that an mr290v vented autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit was leaking water from the humidification chamber during patient use. There was no patient consequence.